Event description:
It was reported to philips that the device began beeping (alarm) when the ac cable connected then stopped beeping. There was no patient involvement.

Event description:
It was reported to philips that the device began beeping (alarm) when the ac cable connected then stopped beeping. The field service engineer (fse) evaluated the device and confirmed beeping alarm when the ac cable connected. The field service engineer (fse) evaluated the device and confirmed beeping alarm when ac cable connected. The customer instead of any repairs has decided to continue to use the device as it is operating with beeping that disappears.